Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of infection and skin irritation: "precautions for use: as a matter of general principle, implantation of a medical device is associated with a risk of infection. Undesirable effects. Medical practitioners must inform the patient that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nasolabial folds and smile lines. On the following day, patient was injected with juvéderm ultra¿ xc in the bottom lip. The patient developed a "small infection" and lumps in the left malar region on the next day. Patient as been reviewed on several occasions and treated with hylase, flucloxacillin, ceftriaxone, dexamethasone and panadiene forte provided by another physician. Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2015-00719 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus¿ xc, also a device manufactured by allergan.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc in the nasolabial folds and smile lines. On the following day, patient was injected with juvéderm ultra¿ xc in the bottom lip. The patient developed a "small infection" and lumps in the left malar region on the next day. Patient as been reviewed on several occasions and treated with hylase, flucloxacillin, ceftriaxone, dexamethasone and panadiene forte provided by another physician. Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2015-00719 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm ultra plus¿ xc, also a device manufactured by allergan.